Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 207. It was reported that the patient presented with elevated ldh and +1 blood in urine. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the elevated ldh cannot be conclusively determined. The submitted log file contained approximately 26 days of data, spanning from 22nov2018 at 16:09 to 18dec2018 at 13:56, and captured the pump operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.